Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that two dinner meal announcements each delivered partially (45% and 46%) due to an occlusion alert. The agent guided the user through a full supply change, after which insulin delivery resumed normally. The user¿s blood glucose was not affected, and no hypoglycemia, hyperglycemia, or other adverse effects were reported. The user did not require re-announcement of the meal or medical intervention.